Event description:
While lowering the bed to unload a patient, the table top tilted and slammed back down. The bed then mechanically dropped approximately 30cm. The table was immediately taken out of service pending service.